Event description:
Problems with pacemaker; st jude pacemaker was making me have high heart rates. I was at the hospital and they turned the fast rate off, it needs to be changed. FDA safety report ID # (B)(4).